Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in pulseless electrical activity, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was not replicated or confirmed. The device was put through extensive testing including full analysis functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of any analysis being performed or attempts to shock. The logs were unable to determine whether or not the end user pressed the analyze button. There were no indications of a device malfunction. It is possible that the user may have pressed the wrong button or did not actuate the analyze button down far enough when pressed. The electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.